Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and anxiety. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and anxiety. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ brown particles observed on the surface of the shell. ¿ broken observed on plug strap side assessed as unidentified (tear) opening. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a4, b3, d9, h3, h6.